Event description:
Initial info received from a consumer on (B)(6) 2011: a (B)(6) female receiving poly-l-lactic acid (sculptra aesthetic, lot# and exp date unk) reported she had a long bump under her right eye. Consumer reported she had poly-l-lactic acid done under her eyes by her dermatologist. She stated that she is just now finding out that was an unapproved use of the product. Her first treatment was in (B)(6) 2009 and the second treatment was in (B)(6) 2010. She reported in (B)(6) 2010, she noticed the bump under her right eye. She stated she followed the instructions of massaging the area after the injections. She stated her dermatologist thinks that the bump is her bone. She reported her dermatologist gave her "things" to put on it for the bump to go away, but she stated none of the topical treatments worked and the bump has not gone away. She reported the bump is actually getting longer over time. It is about 3/4 of an inch long and is "thick". She stated it looks horrible. She reported that she does not have any pain, redness, swelling or discoloration of the bump. She reported that the other eye looks great and that she only has the one bump. She has a f/u appointment next month. Pt does not have a history of immunological or collagen-vascular disease. There was no evidence of a systemic process and no biopsy was performed. It is unk if there was evidence of permanent impairment of a body function or structure. There was no medical or surgical intervention performed. No concomitant medications reported. No further info reported.